Event description:
The customer reported to olympus, the colonovideoscope bowden cable was broken. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, due to the clogging of the channel tube (ch-tube), yellowish foreign fibers came out of distal end was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: because the wire stopper was detached, the bending section could not be bent in the down direction at all, celling plate (cp-plate) was deformed, due to wear of forceps elevator (fe) lever, the upward/downward (u/d) knob could not be locked securely, scope cover (s-cover) had a crack, scope connector case unit (sc-case unit) had a scratch, due to adhesive peeling between light guide lens (lg) lens and distal end, the water tightness was lost, due to damage on the bending tube, the bending angle in the down direction exceeded the standard value, plastic distal end cover (c-cover) had a crack, objective lens had a chip, adhesive on bending section cover (a-rubber) had a chip, and the connecting tube had a cut . The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage because of peeled glue between the lg-lens and distal end. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.